Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The patient's daughter stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 1:29 p.m., the patient tested a sample on the meter and the result was 4.3 inr. At 3:50 p.m., the patient tested a sample on the meter and the result was 5.7 inr. At 3:53 p.m., the patient tested a sample on the meter and the result was 5.2 inr. The customer obtained samples from only two different fingers when performing the three meter tests. The customer could not specify which fingers were used for each test. The patient did not hold his warfarin dose on the evening of (B)(6) 2017 and went to the laboratory the next morning. On (B)(6) 2017, the patient had a sample tested with an unknown laboratory method and the result was 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient's therapeutic range is 2 - 3 inr. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not have bleeding or bruising. The patient does not take heparin, lovenox, or thrombin inhibitors. The patient has had no changes in diet, medications, or illnesses. The patient did not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr; donor 2 inr: 2.3 inr. Donor 1 hct: 47%; donor 2 hct: 52%. Testing results: donor #1: master lot: 2.1 inr, master lot strip and customer meter: 2.1 inr. Donor #2: master lot: 2.3 inr, master lot strip and customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The patient samples were always identified as blood. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.